Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure the r wave on the analyzer was measuring greater than 30 millivolts (mv). It was further reported that though the sensitivity was changed from 2 to 10mv there was no change in the r wave it always measured greater than 30mv and the signal was described as "ragged" plus a current of injury but that when hooked up to the device they measured 4 -5mv. It was additionally noted that upon follow-up the following day measurements were all consistent through the device, matching those taken through the device during the procedure. It was noted that the analyzer cables could possibly be associated but nothing for sure. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer experience of measurements not matching up with measurements taken through the device. The analyzer passed all functional tests and all systems tests with the virtual patient, however it was noted that the patient connector pins were defective. The analyzer was to be scrapped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.